Event description:
It was reported the patient's avm was treated with onyx on (B) (6) 2010 and brain hemorrhage was observed on the same day. The physician comments that this was caused by hemodynamic status changes. Same event as MDR# 2029214-2010-00036.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B) (4).